Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was losing power associated with damage to the battery compartment. Reportedly, the battery compartment threads were stripped and the battery cap would not secure properly to the pump. The patient reportedly had tried multiple battery caps with the same result. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the black box showed no evidence of power interruption. There were several pump reboots event recorded post ¿cs064¿ due to an occlusion during prime motor alarm. The returned battery cap and battery compartment threads were stripped and they were unable to fit together. The battery compartment was cracked and a pump reboot was duplicated. A test battery cap was used and no further power interruptions were duplicated. The pump cover was removed and there was no intermittent condition found internally. Unrelated to the original complaint, the display was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.